Manufacturer narrative:
H11. Corrected data: d6a. Implantation date changed to 16/12/2022. Please refer to the attached analysis report.

Event description:
Reportedly, during a pacemaker follow-up a message was displayed that the last battery voltage measurement was performed more than 3 days ago.

Event description:
Reportedly, during a pacemaker follow-up a message was displayed that the last battery voltage measurement was performed more than 3 days ago